Manufacturer narrative:
Additional information was received on 8/9/2018. The left prosthesis was identified as a mentor siltex round moderate profile 350cc saline prosthesis. The left sided pain reported initially was identified as capsular contracture. Bilateral prosthesis replacement with saline implants was performed on (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the left sided prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the capsular contracture reported previously, deflation of the device was confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female underwent primary breast augmentation with an unknown mentor saline prosthesis (left), and a mentor siltex round moderate profile 350cc saline prosthesis (right). In (B)(6) of 2017, right sided deflation and left sided pain was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-04651 for contralateral prosthesis report).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/4/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant and capsular contracture. During evaluation of the sample it was observed to be intact. Leak testing revealed a tear in the posterior aspect measuring approximately 0.2 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. No other anomalies were noticed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma. The chance of it happening may increase over time. The reported complaint of deflation was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/28/2018. The devices were explanted without replacement on (B)(6) 2018. (B)(4).